Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. Operator of device was approximated to health care professional. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed on an unknown date. The patient developing severe rectal pain and pressure, roughly a week to 2 weeks after spaceoar vue placement. The diagnostic computerized tomography (CT) images appear to show fluid collection forming around the spaceoar vue gel, that could potentially be an abscess. The patient was administered antibiotics that have given minimal relief. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. Block d5: operator of device was approximated to health care professional. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: clinical code e172001 captures the reportable event of abscess clinical code e2330 captures the reportable event of pain. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed. Correction on upn updated the following field. Block d4:model number, catalog number.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed on an unknown date. The patient developing severe rectal pain and pressure, roughly a week to 2 weeks after spaceoar vue placement. The diagnostic computerized tomography (CT) images appear to show fluid collection forming around the spaceoar vue gel, that could potentially be an abscess. The patient was administered antibiotics that have given minimal relief. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.